Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device was found with the tip cracked at the beginning of surgery and was not used on the patient as the implant could not be mated with it. The procedure was completed without further issue or delay with another device.

Manufacturer narrative:
Reported event was confirmed via device evaluation. The device is fractured and shows sign of wear from use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further information